Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code is entered as "00000" to meet the maximum allowable characters. Initial reporter zip code is (B)(6).

Event description:
The customer reported the radical-7 device stopped working; it feels like it was frozen. No patient impact or consequences were reported.

Event description:
The customer reported the radical-7 device stopped working; it feels like it was frozen. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection found no damage. The unit did not power on under battery power as the unit was returned without the battery. The unit turned on using ac power but the unit provided an alarm and rebooted. Internal inspection showed the instrument board component c124 measured as open. A known good instrument board was installed in the device and the unit was fully functional. Initial reporter zip code is entered as "00000" to meet the maximum allowable characters. Initial reporter zip code is 314000. A service history record review showed the unit has been in the field for over seven (7) years with no previous complaints reported related to this issue.